Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had a temperature issue after having been exposed to an MRI in the hospital. No adverse event is reported. The owner¿s booklet instructs the user to remove the pump before MRI exposure and to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because the temperature issue was not resolved.